Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow up. It was noted that the left ventricular (lv) lead captured the atria and not the ventricle. Lead dislodgement was suspected as it¿s not in a desirable location, hence captures the atria and not the ventricle. A chest x-ray was performed but the results is unknown. Programming changes were made. The patient was stable.